Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Light on the battery indicator will drop off and the chair will have to be powered off and powered on again to get the battery light to come on again.